Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the sweep flow chamber had bubbles. The fse primed the sweep flow chamber resolving the reported issue. The repairs were verified per established service procedures. Patient demographics were not provided by the customer. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported that the dxh800 instrument generated intermittent erroneous high unflagged platelet (plt) and wbc patient results on their dxh 800 instrument. The customer stated that delta check flagging caused them to rerun patient samples. When they reran the samples they found four samples had false high plt results. The erroneous results were not reported outside of the laboratory. There was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
Follow up 01: an improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on 22-dec-2017; approximately 11.5% of the worldwide product installed base has been upgraded as of 13-jul-2018. Due to an increase in the number of complaints received related to unflagged erroneously high plt patient results released from the lab, bec has determined that a field action is warranted. Field action (fa-33718) was approved on 30-jul-2018. The field action ncludes a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for rest of the installed base. If follow-up, what type: additional information has been selected. Recall (if recall number is given) or correction/removal number: recall, notification and modification have been selected correction/removal number: number has been updated to reflect the respective information for this event. Additional information: the recall (fa-33718) includes notification to the customer and correction of the issue via software update. Bec internal identifier: (B)(4).